Manufacturer narrative:
The investigation determined that potentially erroneous assay test results associated with the condition code te1-594 were obtained from a patient sample processed using a vitros 5600 integrated system. A possible cause of the event could have been the incorrect positioning of the sample metering proboscis on a vitros 5600 system that was not detected, causing potentially erroneous results to be obtained for a patient sample. Due to a hardware reliability issue (i.e. X-drive assembly coupling used for sample metering assembly) and its associated adjustment, the sample metering proboscis may not dispense sample fluid in the correct location. When this condition occurs, vitros 5600 analyzer codes te1-504 and te1-594 are produced by the vitros 5600, however, the vitros 5600 analyzer¿s sample dispense pressure profile does not detect the malfunction. Hence, believable, erroneous results are reported by the vitros 5600 analyzer. It is possible the sample metering proboscis was not in the correct position when dispensing sample onto a microslide leading to erroneous results. It is unknown if the customer repeated the patient sample to verify the initial results were accurate. Therefore, the malfunction can neither be ruled out nor confirmed. A field engineer (fe) went to the site and discovered the wiring harness from the metering pump home sensor to the dsp board had wires which were loose. After repairing the wiring, all metering adjustments were performed. There have been no te1-594 condition codes since the fe completed service actions. The FDA (B)(4) district office was notified of this issue on 17 august 2018. Refer to report number 1319681 08/17/2018 001 c.

Event description:
A customer reported obtaining the condition code te1-594 on a vitros 5600 integrated system which could lead to potential erroneous results. A later review of the system¿s econnectivity found a te1-594 code associated with a patient sample and unsuppressed results. (B)(6). The likely cause of the event is the incorrect positioning of the sample metering proboscis on a vitros 5600 integrated system that was not detected, causing potential erroneous results to be obtained for a patient sample. If the erroneous results are not detected or questioned by a physician, the erroneous results could lead to inappropriate intervention with the potential for serious injury to the patient. It is unknown if the customer repeated the patient sample, however the initial results were not questioned by the physician. There have not been any allegations of patient harm due to the event. This report corresponds to ortho clinical diagnostics complaint number (B)(4).